Event description:
It was reported that, an 840 ventilator had compressor inoperable. The ventilator was not in use on a patient at the time the event occurred. The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the compressor air dryer filter/ muffler. The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Two muffler (intake filters) were returned to covidien/medtronic¿s failure analysis. A visual inspection found one of the filters was speckled with darker color dirt/dust particles, the second filter visual inspection found no anomalies. An investigation was performed and the identified root cause of one filter was due to part failure from a supplier's manufacturing process. The issue will continue to be internally investigated. No failure was found on the second filter.